Event description:
It was reported that a revision surgery was performed due to aseptic loosening of the left total knee arthroplasty.

Manufacturer narrative:
The associated legion ps oxinium femoral component, genesis ii patellar component, genesis ii cmt tibial baseplate and legion ps high flexion insert were not returned for evaluation. The devices were manufactured in 2013 and 2014. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that based on the available information, the root cause for the instability and loosening cannot be concluded. However, the scar tissue, patella looseness and the ¿flexion contractures¿ could have contributed to this patient¿s issues. No further up-dated patient information has been submitted for review. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.